Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had their system implanted and pocket didn't fully heal so an infection developed. The patient reported they had to have their ins and lead removed. No further complication was reported and/or anticipated at this time.